Manufacturer narrative:
(B)(4).

Event description:
Additional information. The patient recovered without sequela from the event.

Manufacturer narrative:
Lead model 3889-28 lot# v514031 implanted: 2011-(B)(6) explanted: 2011-(B)(6), lead model unknown lot# unknown implanted: 2011-(B)(6) explanted: na.

Event description:
Additional information received reported that the patient's lead was explanted and replaced. Patient outcome was not provided.

Event description:
It was reported that the patient experienced a change in the location of their stimulation. It was stated that, while exercising on (B)(6) 2011, patient felt a "pulling at her left buttock," after which the stimulation changed position to the tail bone and buttock. Reprogramming was unsuccessful. The patient's therapy was temporarily discontinued, and an x-ray was taken, the results of which were not reported. The outcome was reported as "ongoing." Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on (B)(6) 2011 the patient had lead v514031 implanted. On (B)(6) 2011 the patient had lead migration after the patient experienced pulling at her left buttocks while exercising. The patient had pain and the stimulation changed position to tailbone and buttock. The patient had a sacral x-ray and it confirmed the lead migration on (B)(6) 2011. The lead was explanted and replaced on (B)(6) 2011.